Event description:
Caller reports an error not within device specifications on the compact plus system. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.

Event description:
Caller reports an error not within device specifications on the compact plus system. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.